Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated the patient cannot connect to their implant and reported no device found. Caller noted the patient had a couple of back surgeries within the last year, so had not charged the implant during that time and had attempted to connect within this past week. Caller spoke to mdt rep a couple of times within the past week and they were unable to resolve and thought it may be a recharger issue. Agent had patient connect recharger and caller reported controller battery is too low, recharge the controller message. Agent had patient connect controller to ac power supply and caller confirmed green flashing light. Agent reviewed to leave controller plugged in until green light is solid and caller stated they had the controller plugged in and had just unplugged it; caller insisted the controller was not charging. Caller reported no visible damage to the recharger, controller port, battery compartment, or battery pack and denied any rattling noise inside the controller. Agent had caller remove the battery pack and plug the controller into ac power supply; caller confirmed controller powered on. Caller re-inserted the battery pack and confirmed green light flashing above the screen. Agent advised caller to leave controller plugged in and scheduled call back for 30 minutes to continue troubleshooting. Agent called patient rep back at agreed upon time. Caller reported no device found, connected the recharger, and tapped recharge. Prm displayed with 18-18-18. Agent reviewed recharger best practices and had caller reposition the paddle; middle number increased to 75. While still on the call, rm04 displayed. The issue was not resolved through troubleshooting. Agent sent requests to repair for replacement recharger and controller. Patient rep called back repeating information from previous call and that the replacements had not resolved the issue. Caller mentioned that the patient still cannot charge and that the patient has a wound next to where the implant is in their back. Caller noted that the patient saw their doctor today and that they decided that because of the wound the implant and leads and everything are getting removed. Caller stated that they plan to send everything back as the patient no longer needs the equipment; agent reviewed the device disposal with caller. Caller mentioned that the equipment wasn't working because of the patients wound and that this had been a year long thing of following the wound for a year. Caller mentioned that the patient had back surgery last year and that they had mrsa last year and since then on and off have had build up where the implant is. Caller noted that doctor went in and did an ind and the wound wasn't infectious but now it is starting to get bigger so the doctor is just removing everything. Caller stated that they are going to wait until the surgery is scheduled to send back equipment. Agent documented reported information. Additional information was received from rep stating the device has already been explanted. Doctor refusal to return product. No issue with product.